Event description:
The manufacturer received information regarding a dreamstation CPAP device associated with an incident dated february 9, 2023, involving concerns about the degradation of pe-pur sound abatement foam, which may release particles that could potentially be inhaled or ingested by the patient, leading to replacement of the device. Subsequently, the patient underwent a right lung lobectomy on (B)(6) 2026, due to cancer; however, no causal relationship between the device and the reported medical condition has been established. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. Attempts will be made to have the device returned for evaluation. If additional information is received, a follow-up report will be submitted.